Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after few hours had loss of mobility, unable to bear any weight on the right knee and inflammation in the left knee and very noticeably worse inflammation of the right knee and after 1 day had low-grade fever of 99.5 to 100 degrees f. Also device malfunction was identified for the reported lot number. No concomitant medication and concurrent condition was provided. The patient did had past treatment with corticosteroid injection (in both knees on (B)(6) 2017) and had no history of allergy to chicken, bird protein, feathers, or eggs. The patient's overall health was good, with no chronic medical conditions other than mild hypertension. On (B)(6) 2017, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) into both the knees for osteoarthritis knee pain. No other medications were injected into his knees at the same time as synvisc one. On an unknown date in (B)(6) 2017, less than 12 hours after receiving the synvisc-one injections, the patient began to experience swelling, redness, warmth in both knees, and had loss of mobility. The patient had to walk with crutches. On an unknown date in (B)(6) 2017, few hours after receiving injection, the patient was unable to bear any weight on the right knee, but was able to bear weight on the left knee. In general, the adverse symptoms in the patient's right knee were much worse than those in his left knee. The left knee was uncomfortable, but the adverse symptoms were minimal in that knee. The patient did not perform any strenuous activities like jogging or tennis after the synvisc one injections. On a pain scale of 1 to 10, with 10 being the worst, the patient estimated his osteoarthritis knee pain in both knees to be about 2 to 3 prior to the synvisc-one injections, and after the synivsc-one injections the pain in the left knee was about 4 to 5 and the right knee about 9. On an unknown date in (B)(6) 2017, few hours after first injection, there was some inflammation in the left knee and very noticeably worse inflammation of the right knee after the synvisc-one injection, but no circumference measurements were available. The patient stated that his condition had improved. It was reported that the left knee was close to being back where it was prior to the synvisc-one injection, but the right knee was not close to being back to the where it was prior to the synvisc-one injection. On (B)(6) 2017, the patient did experience a low-grade fever of 99.5 to 100 degrees f starting in the evening and lasting through the morning of (B)(6) 2017. The patient has had no blood work, no fluid drainage from the knee, and no cultures performed. Therapy for his knee reactions consisted of ice on the knees, an nsaid that he was taking even prior to synvisc-one, and other pain medication. The doctor prescribed tramadol hydrochloride (tramadol) for the pain, but the patient stated that tramadol did not work very well to relieve his knee pain. The patient had no prosthetics in his body. The patient was not hospitalized. The patient had not received immunosuppressants. Corrective treatment: had to walk with crutches for loss of mobility and ice on the knees, nsaids unspecified pain medication for inflammation in the left knee and very noticeably worse inflammation of the right knee outcome: recovered for low-grade fever of 99.5 to 100 degrees f; recovering for rest of the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and loss of mobility an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced loss of mobility, low-grade fever of 99.5 to 100 degrees f, unable to bear any weight on the right knee, inflammation in knees, swelling, pain, warmth and redness in both knees. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after few hours had loss of mobility/immobility, unable to bear any weight on the right knee/loss of weight bearing ability in right knee and inflammation in the left knee and very noticeably worse inflammation of the right knee and after 1 day had low-grade fever of 99.5 to 100 degrees f/fever of 99.7 -100.1. Also device malfunction was identified for the reported lot number. No concomitant medication was provided. The patient did had past treatment with corticosteroid injection (in both knees on (B)(6) 2017) and had no history of allergy to chicken, bird protein, feathers, or eggs. The patient's overall health was good, with no chronic medical conditions other than mild hypertension and obesity. Concurrent condition: osteoarthritis. On (B)(6) 2017, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) into both the knees for osteoarthritis knee pain. No other medications were injected into his knees at the same time as synvisc one. On an unknown date in (B)(6) 2017, less than 12 hours after receiving the synvisc-one injections, the patient began to experience swelling, redness, warmth in both knees, and had loss of mobility. The patient had to walk with crutches. On an unknown date in (B)(6) 2017, few hours after receiving injection, the patient was unable to bear any weight on the right knee, but was able to bear weight on the left knee. In general, the adverse symptoms in the patient's right knee were much worse than those in his left knee. Patient reported that post injection patient had swelling, immobility and loss of weight bearing ability in right knee. Knee was warm to touch and patient had fever of around 99.7 to 100.1. The left knee was uncomfortable, but the adverse symptoms were minimal in that knee. The patient did not perform any strenuous activities like jogging or tennis after the synvisc one injections. On a pain scale of 1 to 10, with 10 being the worst, the patient estimated his osteoarthritis knee pain in both knees to be about 2 to 3 prior to the synvisc-one injections, and after the synivsc-one injections the pain in the left knee was about 4 to 5 and the right knee about 9. On an unknown date in (B)(6) 2017, few hours after first injection, there was some inflammation in the left knee and very noticeably worse inflammation of the right knee after the synvisc-one injection, but no circumference measurements were available. The patient stated that his condition had improved. It was reported that the left knee was close to being back where it was prior to the synvisc-one injection, but the right knee was not close to being back to the where it was prior to the synvisc-one injection. On (B)(6) 2017, the patient did experience a low-grade fever of 99.5 to 100 degrees f starting in the evening and lasting through the morning of (B)(6) 2017. The patient has had no blood work, no fluid drainage from the knee, and no cultures performed. Therapy for his knee reactions consisted of ice on the knees, an nsaid that he was taking even prior to synvisc-one, and other pain medication. The doctor prescribed tramadol hydrochloride (tramadol) for the pain, but the patient stated that tramadol did not work very well to relieve his knee pain. The patient had no prosthetics in his body. The patient was not hospitalized. The patient had not received immunosuppressants. Corrective treatment: had to walk with crutches for loss of mobility and ice on the knees, nsaids unspecified pain medication for inflammation in the left knee and very noticeably worse inflammation of the right knee outcome: recovered for low-grade fever of 99.5 to 100 degrees f; recovering for rest of the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and loss of mobility an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented additional information was received on 12-jan-2018 from the patient. Event of loss of mobility was updated to loss of mobility/immobility; event of low-grade fever of 99.5 to 100 degrees f was updated to low-grade fever of 99.5 to 100 degrees f/fever of 99.7 -100.1; event of unable to bear any weight on the right knee was updated to unable to bear any weight on the right knee/loss of weight bearing ability in right knee. Medical history was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced loss of mobility, low-grade fever of 99.5 to 100 degrees f, unable to bear any weight on the right knee, inflammation in knees, swelling, pain, warmth and redness in both knees. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.